Manufacturer narrative:
Concomitant medical products: 479888, lead, implanted: (B)(6) 2021. Dtpb2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high r-waves. The lead remains in use. No patient complications have been reported as a result of this event.